Event description:
The spo2 is not reading/reading low. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. The device was returned to the philips repair bench. A philips bench repair technician (brt) tested and confirmed that the device was not reading correctly and needed calibration. The brt performed a "zero" calibration of the device. The device passed testing; all readings were within range. The device was returned to the customer.